Event description:
It was reported that the customer was hospitalized on (B)(6) 2012. She experienced high and low blood glucose levels. Her blood glucose level was above 300 mg/dl. The customer broke her knee cap on ceramic tile when she fell due to a low blood glucose level. In the hospital, while she was attempting to weigh herself, she was dropped and broke her other knee. The customer believed her body had too much scar tissue to allow insulin into her body. She had sites that were sometimes bent or bleeding. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.